Event description:
It was reported that the left ventricular lead had dislodged and was noted under fluoroscopy to be in the right ventricle. Reprogramming was performed until the lead could be replaced. After the revision, an impedance alert was noted to be triggered for high impedance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv lead impedance alert on (B)(6) 2014 for impedance greater than 3000 ohms. Concomitant medical products: dtba1d4, ICD, implanted: (B)(6) 2014; 5076-52, lead, implanted: (B)(6) 2014. (B)(4).